Event description:
Event was reported to (B)(4) by an attorney. The patient experienced bladder infections, foul odorous discharge, severe pelvic pain, and urine leakage and severe pain during intercourse. No further information has been provided.